Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor broken with missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had a cannula that was bent like a number 4. The cannula appeared split. The insulin pump alarmed calibration error. Customer's blood glucose level was 186 mg/dl. She also received low alerts when her blood glucose level was not actually low. The customer was advised that the device would be replaced and agreed to return the product for analysis.